Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm reading indicated that the value was above 400 mg/dl, and the meter bg reading was 280 mg/dl. No additional patient or event information was available. A root cause could not be determined. Reportedly, the issue was resolved after the customer entered a calibration value into the pump.